Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The insulin pump was not on auto mode at the time of incident. Customer reports insulin exited at the quick release. The customer reported that the displacement test passed. The infusion set cannula was became bent. Customer wishes to continue pump troubleshooting. The device will not be returned for analysis.